Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated on (B)(4) /2012 by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results. The reporter claimed obtaining blood glucose readings of "123 mg/dl" with the subject meter and "90 mg/dl" on another device, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.